Event description:
It was reported that the user was unable to successfully interrogate a patient's generator. Error messages "unable to get device ID" and "unable to get good connection" were received during programming sessions. Batteries were changed in the programming wand but this did not resolve the issue. Follow-up revealed that this occurred with two patients' devices and also a demo generator. Product analysis is pending on the returned products.